Manufacturer narrative:
H11: explanation for corrected info: h6: no evaluation was performed as the product was not returned and not lot number was provided.

Event description:
A universal spine side opening screw was implanted 6/12/97 and broke post-operatively. Implant was removed 6/19/97.